Event description:
Reprocessed device ethicon ace45e broke at tip while in the patient. The tip was recovered and the instrument was removed from the surgical table and replaced with a new instrument.